Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube, scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. No cracks noted on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a small crack at the reservoir window. Blood glucose value is 144 mg/dl. Customer does not know how the damage occurred. Nothing further reported.